Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The system was intact, but the cuff was not filling. The whole system was replaced. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of recurring incontinence was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The system was intact, but the cuff was not filling. The whole system was replaced. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.